Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, the introducer sheath and a hub device were returned for the analysis; nevertheless, physician has provided pictures of the device. As per pictures provided, it can be observed that the main coil was stretched and bent at the coil arm section. Additionally, other devices were observed in the pictures provided. Visual and microscopic inspection revealed the main coil was stretched, detached and bent at coil arm section and it was visually observed the main coil bent and stretched at the middle section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. The functional inspection could not be performed, due only the main coil was returned for the analysis. Dimensional inspection revealed that the zap tip od (outer diameter), and primary coil od were within specification.

Event description:
Reportable based on device analysis completed on 03oct2023. It was reported that the coil prematurely deployed in the catheter. The target lesion was located in the iliac artery. A 12mm x 40cm interlock-35 coil was selected for use. During preparation, after unpacking the coil was noted to have deployed. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the main coil detached at the coil arm section.